Event description:
The following was reported to hamilton medical ag: summary: te 244018 occurred during ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: (B)(4) occurred during ventilation.

Event description:
The following was reported to hamilton medical ag: summary: te 244018 occurred during ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. A detailed investigation was performed by an expert from the technical service: the incident occurred during a software update of the device. When a ventilator receives a software update then it is always taken out of the loop of available devices in the hospital. Patient involvement is excluded. There can be no deterioration of the state of health of the patient. Therefore, this case was assessed non-reportable. There was no patient or user harm.